Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated that half of screen was missing and there was horizontal lines which was preventing customer to read the screen. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue the use of device.